Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (343 mg/dl). Customer treated elevated bg level with manual insulin injections. System check was performed with tandem technical support and the pump performed as intended. Customer indicated that cartridge and infusion set would be changed.